Event description:
Unfortunately, I no longer have the receipt from cvs. This came in a 2-pack when purchased. I'm including it so you can see how it completely pulled apart into two pieces.. I'm guessing it's not supposed to do this. Product returned and replacement requested per customer service department.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.